Event description:
Report received of a leak at the bond between the tubing and the male adapter during injection of a radioactive isotope. Although the reporter stated that an absorption pad was used with this procedure, the concern was of possible radiation contamination. There was no report of the isotopes coming in contact with the clinician or pt. There was no report of bleed back. There was no report of pt harm or adverse pt effect. The tubing set was changed out without any further problems. Although requested, no additional info was available.